Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. The compatibility check was performed from the surgical technique and showed that the product combination was approved by zimmer. Review of reported event: it was reported that the doctor observed 3mm radiolucency along inferior glenoid plate. Additionally, patient was feeling pain. Review of x-rays: x-rays week 6 after implantation: sidus stem free head is well implanted and does not show any conspicuousness related to reported event. The pe glenoid anchors do no show signs of radiolucency but potential osteolysis is visible on the pe component distal respect to rotation center. X-rays month 6 after implantation: sidus stem free head is well implanted and does not show any conspicuousness related to reported event. These pictures are depicted in inverted tonality. The pe components shows signs of radiolucency around the anchoring. X-rays month 12 after implantation: sidus stem free head seems that is moved cranially compared to initial position, it look like it is at the limit of the dislocation. The pe component shows signs of radiolucency around the anchoring. It is very difficult to determine if the radiolucency area increased with respect to the image taken 6 months after implantation. Review of implantation report dated (B)(6) 2014: male patient operated at right shoulder. Sidus implant implanted due to osteoarthritis with biceps tenosynovitis. Procedure seems to be executed according to surgical technique. No other conspicuous information. Possible causes for the reported event according to sap: aseptic loosening -> due to wrong radii combination, normal use, overload, wrong positioning. Loosening -> due to wrong geometry of peg, wrong positioning, insufficient bone. Bone fracture, loosening -> due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp. Loosening -> due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone, wrong size of the rasp. Loosening / allergic reaction -> due to corrosion of particulate metal, due to fretting, leads to adverse body reaction. Implant breakage, loss of function, pain -> due to aging of implant materials results in reduced material strength or capacity to perform intended function. Thermal necrosis and/or implant loosening and impossibility to use MRI scanning -> due to MRI: - magnetically induced displacement force and torque; -radiofrequency induced heating; - image artifacts. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) -> due to insufficient, unavailable or over complicated surgical technique. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) -> due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Septic loosening -> due to infection due to unsterile implant, resterilization in spite of prohibition (for polymers). Damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment). -> due to intraoperative corrections might contribute to poor long-term results comparison to investigation results whether it is possible and justification: not possible -> product combination approved by zimmer. Moreover, the products were initially correct positioned. Not possible -> a systemic issue with design and/or material properties would have been detected within the complaint summary. Not possible -> a systemic issue with design and/or material properties would have been detected within the complaint summary. Not possible -> a systemic issue with design and/or material properties would have been detected within the complaint summary. Not possible -> material compatibility specification certifies the suitability of the material and the documents of material for lot 2706848 indicate that there was no material fault. Possible -> as the x-rays show some radiolucency between the cement and the bone. It is possible that the bone cement has reduced material strength or do not perform the intended function. Not possible -> no MRI issue reported. Moreover, material compatibility specification certifies the suitability of the material. Possible -> despite, according to implantation report, the surgical technique seems to be followed. It could be that unwanted manipulation during surgery led to premature failure of the implant. Not possible -> compatibility was approved by zimmer. Not possible -> no infection reported. Possible -> despite, according to implantation report, the surgical technique seems to be followed. It could be that unwanted manipulation during surgery led to premature failure of the implant. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an a.s. Glenoid m cemented on the right side on (B)(6) 2014. The patient is currently being monitored due to radiolucency along inferior glenoid plate. In addition, subject continues to have mild to moderate shoulder pain.